Event description:
It was reported that over-sensing of noise was seen on a remote transmission. The asymptomatic patient presented to the clinic and isometrics were performed. The noise was not reproducible. No intervention was performed. The patient will continue to be monitored.